Manufacturer narrative:
Model number/catalog number: 72400098, (B)(4), description: control pump fgs, expiration date: 10/25/2023, manufacturer date: 10/26/2018; model number/catalog number: 72400024, (B)(4). Model/catalog description: balloon fgs 61-70 cm, expiration date 09/10/2023, manufacturer date 09/11/2018.

Event description:
It was reported that the patient experienced evolution of fluid drainage in the scrotum and perineal region. It was not possible to have the sphincter valve after 45 days of surgery. Ultrasonography revealed full reservoir. Indicated holding - patient remains incontinent. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.